Event description:
During the implant procedure, while dissecting the nerve, the surgeon inadvertently punctured the patient's pharynx. The surgeon used fascia to cover the punctured hole, sutured, and closed it to resolve the issue. No inspire components were implanted after the incident. The surgeon decided to close the patient and abort the remainder of the implant procedure due to the risk of contamination. Post-op antibiotics were prescribed for the patient.